Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The most probable cause of the reported issue is a failure of the focus switch/zoom switch due to water leak in the button. The leak was identified during evaluation as the device failed leak testing. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head could not focus and there was a gear rattling noise. It is unspecified when the issue was observed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head could not focus and there was a gear rattling noise. It is unspecified when the issue was observed. There were no reports of patient harm.